Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that far field oversensing was observed on the electrogram (egm). Additionally, this cardiac resynchronization therapy pacemaker (crt-p) recorded a false signal artifact monitor (sam) episode and minute ventilation (mv) was disabled. The patient was seen in the clinic and reprogramming was done to turn mv back on. Additionally, technical services (ts) was consulted and noted that electromagnetic interference (emi) caused the false sam episode, possibly due to a procedure done that day. Ts also discussed reprogramming options to block far field oversensing. The patient also is sr with chb and no retrograde conduction. The post-ventricular atrial refractory period (pvarp) is programmed to 270 to 320 ms. This crt-p remains in service. No adverse patient effects were reported.